Event description:
The lay user / pt contacted lifescan (lfs) in 2005 alleging that her one touch ultra meter did not power on. The medical affairs specialist (mas) spoke to the pt to confirm/ verify the following info: for the past two weeks the pt's meter stopped powering on. During that time she was still taking her set amount of oral medication (avandia and glucotrol) and her set amount insulin (lantus). Sometime last week date unk, she woke up not feeling well and did not try to test her blood glucose at all. Later that afternoon, she drove herself to the hosp and her initial blood glucose reading in the hosp was 108 mg/dl. The pt was kept in the hosp for four days because she had a lung infection. During her hosp stay, her blood glucose elevated in the 300's and she was treated with insulin. The pt has had the meter for three years and has not replaced the battery. The pt did not have replacement battery. Customer care agent (cca) sent the pt a replacement meter.

Event description:
The lay user / patient contacted lifescan (lfs) on 10/19/05 alleging that her one touch ultra meter did not power on. The medical affairs specialist (mas) spole to the patient to confirm/ verify the following information: for the past two weeks the patient's meter stopped powering on. During that time she was still taking her set amount of oral medication (avandia and glucotrol) and her set amount insulin (lantus). Sometime last week date unknown, she woke up not feeling well and did not try to test her blood glucose at all. Later that afternoon, she drove herself to the hospital and her initial blood glucose reading in the hospital was 108 mg/dl. The patient was kept in the hospital for four days because she had a lung infection. During her hospital stay, her blood glucose elevated in the 300's and she was treated with insulin. The patient has had the meter for three years and ahs not replaced the battery. The patient did not have replacement battery. Customer agent (cca) sent the patient a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Follow up #1/suplemental report text - 3/20/2006: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has failed testing. The lithium battery was defective, which causes the meter to display the battery icon upon power on (strip inserted or m button pressed). If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.